Manufacturer narrative:
The patients sex was not provided. The patients weight was not provided. (B)(4). Approximate age of device - 10 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a transcatheter aortic valve replacement (tavr). The patient developed an embolic middle cerebral artery stroke after the procedure. The vad clinicians reported that the event may have been due to anticoagulation issues. The inr was subtherapeutic (1.3) on admission and no lovenox bridge was given. A decision was made to withdraw care and the patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was not explanted. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.